Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have platelet count decreased ("platelet level and drop") and experienced migraine ("migraine"), rash ("rash"), dyspepsia ("heartburn") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and platelet count decreased outcome was unknown and the migraine, rash, dyspepsia and pain in extremity had resolved. The reporter considered dyspepsia, medical device removal, migraine, pain in extremity, platelet count decreased and rash to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media-medical device removal. Concerning the injuries reported in this case, the following ones were reported via social media: platelet low, migraine, leg pain, rash heartburn. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. New events: platelet low, migraine, leg pain, heartburn, rash were added. New reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.